Event description:
It was reported that the abutment screw that comes bundled with the abutment could not be removed. The encode abutment had to be cut off and taken off as it was not possible to unscrew it. The implant remains implanted.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 30 jul 2019 b5: it was reported that the abutment screw that comes bundled with the abutment could not be removed. The encode abutment had to be cut off and taken off as it was not possible to unscrew it. The implant remains implanted. D4: expiration date: 03 oct 2023, UDI: (B)(4), g4: 30 jul 2019, h4: 16 oct 2018. The reported device and concomitant devices were not returned for evaluation. The reported condition of an abutment screw that could not be removed could not be confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. DHR review was completed for the reported concomitant device. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar event and no other complaint was identified a complaint history review was performed for the reported concomitant device lot for similar event and no other complaint was identified. The most likely cause for the reported event is customer error due to incorrect driver insertion, driver seating, or excessive torqueing of the implant or restorative components. A definitive root cause for the reported event could not be determined, however. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: impl tapered scr-v sbm 4. 7mm 4.5mm 13mm, item: tsvwb13, lot: 63731210. The device is expected to be returned for evaluation, but has not yet been received. Once the investigation is complete, a follow up medwatch will be submitted.

Event description:
It was reported that the abutment screw that comes bundled with the abutment could not be removed. The implant was removed. There was no report of patient injury.